Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "scarce free liquid"

Event description:
Healthcare professional reported right side "implant rupture", ¿reduced surface tension", ¿hyperechogenic due to mild lymphedematous¿conditions¿, and ¿scarce free liquid, suggestive of a reaction to a foreign body." Healthcare professional also reported right side "axillary areas with non-specific ganglia", which is not device-related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.